Manufacturer narrative:
(B)(4). Follow up it was reported two 5ml syringes of the 100 units/ml concentration may have been accidentally packaged in one of the 30-count boxes of 300 units/3ml syringes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two 306424 5ml units in their packaging flow wraps. No other information could be obtained from the photo. A device history record review was completed for provided material number 306424, lot 411432n. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received no patient harm, injury, complication or negative outcome that occurred as a result of the event.

Event description:
Material#: 306424 batch number#: 411432n verbatim#: I'm an inpatient pharmacist for xx. Our facility uses bs posiflush heparin lock flush syringes in all three concentrations (3 units/3 ml, 30 units/3 ml, 300 units/3 ml). On (B)(6) 2024, two 5ml syringes of the 100 units/ml concentration were discovered in one of our medication cabinets. Our staff inspected the rest of the hospital, but these two syringes were the only ones not 3ml. Both 5ml syringes have lot no. 411432n and expire 2026-03-31. Most, if not all, of our 100units/ml boxes have an exp. Date of 2026-05-31. Because no other 5ml syringes were discovered, I believe these may have been accidentally packaged in one of the 30-count boxes of 300 units/3ml syringes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.